Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n251851, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer's representative (rep) reported that since implant the lead location didn't cover the area needed adequately, it was too low so the physician decided to the move the lead higher to t4-t6. It was also determined the leads migrated. It was unknown what caused the lead migration. As a result of the lead migration the patient lost coverage where she needed it and her pain returned. As a result the patient had surgery on (B)(6) to have the leads replaced with a paddle lead. After the moving the lead the issue was resolved and the patient recovered completely. Relevant medical history includes post-surgical neuritis and spinal pain.